Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues. A surgical procedure was performed, during which the device was removed and replaced. Upon explant, a total loss of fluid from the reservoir and pump was noted; however, its source was not identified. No patient complications were reported.